Event description:
It was reported that during un-packaging of the balance middleweight universal ii guide wire, the device was found kinked. A new guide wire was used to continue the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided. Device analysis identified the product to be a j-shaped guide wire and not a kink, as initially reported.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the guide wire was returned without blood and contrast visible. There was no damage noted to the guide wire. The tip of the guide wire was measured and met criteria for a j-shaped guide wire. The j-shaped balance middleweight universal ii guide wire was packaged as a standard non j-shaped guide wire. Corrective and preventative action was implemented to eliminate a re-occurrence. The issue of having a j-shaped tip instead of a straight tip is a low risk to the patient for which field action is not required to mitigate any risk to the patient.